Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm. However, the insulin pump passed operating current, a21 error test and displacement test, the insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.

Event description:
It was reported that the customer had a loose drive support cap on the insulin pump. Customer stated that the pump had been dropped on and off. Customer stated that it probably started 5 years ago, but it has not been dropped around the time she noticed the damage. Customer reported that the drive support cap was sticking out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.